Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump started to buzz that morning and the screen was locked. The customer removed the battery for two hours but the issue was not resolved. The customer's blood glucose level dropped to 41 mg/dl. Customer treated her blood glucose level with juice and chocolate. The insulin pump was not responding. During the self-test, the insulin pump froze, then gave a continuous beep again, and after it did not respond during the test. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found slightly corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no audio/beep anomaly and the screen was not locked. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.